Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while clipping, the clips crossed. The patient was admitted for observation. It was unknown how the case was completed.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by "the clips crossed"? Describe the shape of the clip. Which firing did this occur on? Please confirm what vessel or structure the device was being fired on. Was the device fired across another clip, staple, or hard object? Was the clip fully advanced in the jaws of the device? Did the procedure drive the need to apply torque or twisting of the device? Were any unexpected noises heard? Did anything happen unexpectedly prior to the event? How was the procedure completed? When was the patient expected to be released from the hospital and when was the patient released (if applicable)? Were any observations noted during the extended hospital stay? What is the patient's current status? Is the patient expected to have a full recovery? Patient's sex, age, and weight?

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.device not returned. The complaint could not be confirmed because the device involved was inadvertenly discarded so no device was returned for analysis. As a lot number was not received, a device history review could not be performed.